Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 3 days. No blank display noted. Display anomaly-blank display not confirmed. The test battery was removed and reinserted with no failed battery test alarm noted. Power problem-failed battery test not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 18-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 18-sep-2025 in the pump history file and found 1 overinfusionalarm (52) on (B)(6) 2025, 2 lost sensor alerts on 09/14/2025, 1 sensor error alert on (B)(6) 2025, 11 sensor error alerts on (B)(6) 2025, 1 lost sensor alert on 09/15/2025, 1 failedbatttest (58) on (B)(6) 2025, 3 overinfusionalarm (52) on (B)(6) 2025, and 1 overinfusionalarm (52) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The pump was programmed with a 1.0 u/hr basal profile and monitored for 3 days. No overinfusionalarm noted during testing. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 5:56:52 pm. There was no power data available for the date of 09/15/2025. Unable to check power data for failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On a related svn (B)(4), perform the history review 2 days prior to the event date 14-sep-2025 in the pump history file and found 1 overinfusionalarm (52) on (B)(6) 2025, 2 lost sensor alerts on (B)(6) 2025, and 1 sensor error alert on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The pump was programmed with a 1.0 u/hr basal profile and monitored for 3 days. No overinfusionalarm noted during testing. The pump history file lists data on (B)(6) 2025 to (B)(6) 2025. On a related svn (B)(4), unable to perform the history review 2 days prior to the event date 01-aug-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged dka/hyperglycemia/high bgs. Display anomaly-blank display not confirmed. Power problem-failed battery test not confirmed. No communication-between pump & xmtr not confirmed. Delivery anomaly-no delivery/occlusion alarm (insulin flow block alarm) not confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump would not accept a battery and would shut off randomly. The customer reported a blood glucose value of 700 mg/dl, and the current blood glucose value was 350 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis, visited the emergency room, was admitted to the hospital, and was treated with an IV drip. The event involved product(s) mmt-7040a, mmt-441ah, mmt-1884 and mmt-342. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-441ah, and mmt-342. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.